Event description:
In 2008, pt underwent left total knee replacement. The pt complained of pain and inability to straighten knee. The pt returned to or for a revisio,n due to mechanical failure - patella tracked laterally.